Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient who was receiving an unknown drug via intrathecal drug delivery pump. The indications for use of the pump were non-malignant pain and failed back surgery syndrome. It was reported that the pump had caused breathing problems and was taken out in (B)(6) 2015. The report indicated that it just wasn't meant for the patient. No information related to the event date, diagnostics performed, and the drug in the pump was reported. Follow-up was requested to obtain additional information.